Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 700 mg/dl. The customer was treated with insulin drip and intravenous. The customer stated that they not wearing the insulin pump since (B)(6) of last year due to high blood glucose. The doctor and endocrinologist advised to customer that did not use the insulin pump anymore as it was no longer working. The insulin pump will be returned for analysis.